Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas pro ise analytical unit. No units of measure were provided. The sample initially resulted in a na value of 111 and it repeated as 141.2. The sample initially resulted in a k value of 3.6 and it repeated as 4.44. The sample initially resulted in a cl value of 82 and it repeated as 105.2.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.